Manufacturer narrative:
It was reported that the user suddenly found that this device reported an error: the ventilator failed and the ventilator stopped. And this issue occurred again few days later. No patient injury was reported. The customer contacted draeger service engineer for this issue, information updated by service engineer, after adjustment of the ventilation system with a new motor, no such failure re-occurred again. By analyzing the error code provided, it was found that the encoder was suspected failed because of the error code "incremental encoder error", that's why service engineer replaced a new motor. But such failure only occurred once, if there's a problem with the encoder and the motor was influnenced, the ventilator should not be working at all, and infologger will be full of error code of the encoder. Besides, the motor and encoder were passed the test and worked well in manufacturer's lab. So, this maybe an 'false alarm' which was triggered falsely. Based on the currently available information, the manufacturer concluded that the encoder/motor issue is an 'false alarm' since the failure was not reproduced in manufacturer's lab and ventilation issue nevery occurred again after service engineer replace another motor onsite. If the ventilator fails, manual ventilation or spontaneous breathing system remain possible. If this issue occurred during use, the device design allows manual ventilation via the built-in breathing bag including gas dosage. It should be an single case. Draeger will keep monitoring.

Event description:
It was reported that the user suddenly found that this device reported an error: the ventilator failed and the ventilator stopped. And this issue occurred again few days later. No patient injury was reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate final report.

Event description:
It was reported that the user suddenly found that this device reported an error: the ventilator failed and the ventilator stopped. And this issue occurred again few days later. No patient injury was reported.